Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. A conclusion has yet to be established as the investigation is incomplete.

Event description:
It was reported that air ingress occurred. It was reported that during a pulsed field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation, a faradrive steerable sheath clear was selected for use. While aspirating the faradrive sheath during insertion, the physician observed a continuous air introduction. The faradrive sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.